Manufacturer narrative:
The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was over 400 mg/dl, 300 mg/dl and 90 mg/dl. The customer was treated with insulin pump and manual injection for high blood glucose. Customer did not report any symptoms related to the high blood glucose incident. The customer states the cannula was bent. It was not reported whether the auto mode was active at the time of the incident. The insulin pump will not be returned for analysis.